Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the ok, down arrow, and contrast keypad buttons are intermittently responsive and do not spring back when pressed. The up arrow keypad button is functioning appropriately. There was evidence of keypad adhesive found under all key contacts.

Event description:
The patient's mother reported that the pump buttons were sticking and said the issue started about two months prior. The call got disconnected and troubleshooting could not be completed. Animas could not reach the patient to complete troubleshooting.